Manufacturer narrative:
Device eval was completed by the customer.

Event description:
It was reported by service report that the siderail would not latch upright and the top rail was broken with sharp edges. No pt involvement or adverse consequences are reported.